Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had seven "high" impedances, on contacts 9-15. The lead was removed and "wiped down." Then only contacts 12-15 had "high" impedances. The process was repeated and 14-15 were still "high." The lead was then hooked up to an external neurostimulator and all of the impedances were "good." The lead was then hooked back up to the device and contact 15 was still "out of limits." The health care provider (hcp) elected to replace the device. There were no patient symptoms or injuries.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model#37714, serial#(B)(4)) found no anomalies.